Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected); "halo" (halo); "hazy vision" (vision, impaired). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A technician reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The technician reported the patient had a laser peripheral radial keratotomy (prk) procedure performed. The technician reported the refractive surprise was not related to the iol. The technician reported the patient is experiencing hazy vision and halos following the prk procedure. The patient had a history of branch retinal vein occlusion, myocardial infarction, and prostate cancer (pre-existing). Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/04/2010, 05/05/2010, 05/06/2010, 05/10/2010, 05/14/2010, and 05/27/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).